Event description:
Boston scientific crm received information that this right ventricular lead was suspected of having a fracture. No adverse patient effects were noted.

Event description:
Information was later received that there were three episodes of oversensing. While in the clinic, they were able to recreate the oversensing which resulted in inhibition of therapy. As a result, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.